Event description:
Statstrip gen 2.0 meter transmitting the same result repeatedly to customer's middleware. Although there was no direct allegation of any delays in treatment due to this issue this issue could potentially lead to delays.

Manufacturer narrative:
Technical support was able to manually transmit the stuck result which removed the backlog of pending results. An investigation into the root cause of the issue has begun but is not yet completed. A supplemental report will be issued upon completion of the investigation.